Event description:
This was a lead extraction case performed in the hybrid or to extract two mdt leads due to cied system/pocket infection and bacteremia. The mdt 5076 was removed without the use of an lld or laser. The second lead was a mdt sprint quattro 6947 ICD lead (implanted 27 months). The physician prepped the lead with an lld ez locking stylet and used a suture to secure the lld. He also tied off the conductor cables. Using a 16 fr glidelight catheter, he advanced the sheath slowly over the proximal cable, but the lead was still bound below. He advanced over the distal cable and the lead came free. The lead was explanted. When the sheath was removed, the bp dropped, and the heart appeared to stop moving. The staff notified the surgeon immediately, and the pericardiocentesis tray was opened. The open heart team scrubbed in and blood was drawn from the heart. The surgeon came in and patient was opened and placed on bypass. A sternotomy was performed to repair the svc, but the patient did not survive the intervention.